Event description:
It was reported that the patient experienced recurrent low glucose events while using the ilet with a libre 3+ sensor, including a glucose of 57 mg/dl treated with oral glucose such as juice or candy; the family reported announcing smaller-than-actual meal sizes and a recent prolonged period of bed rest after surgery followed by increased activity, and the case involved meal announcements and incorrect meal size with education provided. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention and a serious illness/impairment designation. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving the user interface and an improper or incorrect procedure related to meal announcements that affected the algorithm. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.